Event description:
Customer is getting delayed positives.

Manufacturer narrative:
Retention testing: control lot: 25miu/ml hcg urine lot: hcg080821-03. 100miu/ml hcg urine lot: hcg071016. 206.0iu/ml hcg urine lot: hcg080813-01. Summary of results: the retention devices met qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 206.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Probably root cause: the hcg level of the urine samples may lower than cut-off (25miu/ml), in that case, negative results may be observed at 3 minutes, and turn to positive when read in an extended time. Urine sample will be influenced by many factors. If the patient drinks too much water, which will dilute the urine before the test, and a false negative result may occur when the levels of hcg are below the sensitivity level of the test. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Conclusion: the retention devices met qc specification. No false negative result was observed. So this complaint is not confirmed.